Manufacturer narrative:
Based on the sst (strip simulator tester) and pod program, the delivery test was found to successfully pass and record into the device memory. During the blood glucose (bg) meter strip insertion verification test the pdm was found to recognize the activities and powered on immediately with no issues noted. The personal diabetes manager (pdm) was found to function as intended and device readings were within specifications.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia, dehydration, and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
On (B)(6) 2018, the patient experienced weakness, coughing, and a temperature of 38 c (100.4 f). When the patient went to the clinic to see her doctor they said her heartbeat was very high and advised she go to the emergency room (ER). At the ER the patient was diagnosed with dehydration and treated with a saline transfusion. While at the hospital it was discovered the patient 's personal diabetes manager (pdm) blood glucose (bg) meter was reading incorrectly; it was 19.8% off. The patient thought her bg levels were 15 mmol/l (270 mg/dl) but it was actually 20 mmol/l (360 mg/dl) to 21 mmol/l (378 mg/dl), which resulted in improper treatment. A new pdm was shipped to the patient.